Event description:
During product evaluation by baxter, the pump was found to contain inoperative pump-head module keypads. There was no patient injury or medical intervention associated with this event. This pump contains user interface module master software version 5.01.00 which is categorized as "unremediated". No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.